Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range, pacing lead impedance measurements on the rv lead. Patient was asymptomatic. Programming changes were made. Patient will be monitored remotely.